Event description:
A pt called to report he had 5 injections of orthovisc in his left knee on 5 consecutive weeks beginning sometime in (B)(6) 2012 and ending in (B)(6) 2012. The pt stated he had a synvisc injection in his knee sometime last year and it had only lasted under a month. He stated his doctor decided to try orthovisc on him and began the injections in (B)(6). The pt acknowledged he had some pain in his knee prior to beginning the orthovisc injections. At some time in (B)(6) the pt had fallen in his apartment and had broken the skin on his leg under the knee. The pt reported he now has a scar in the location where the skin broke, which is off white in color, and he has incredible pain in the knee area. The pt stated he showed the scar to his pain management specialist physician who had given his orthovisc injections. The physician reportedly was confused about the scar, but did not believe it was from the orthovisc injection as it was approx one inch away from the injection site. The pt stated the scar area was a little red before the skin broke. He stated he saw on the orthovisc website that 3 or 4 injections were recommended and wondered why he had 5 injections and if it could have anything to do with his condition. The pt was told that he should consult with his doctor. He stated he was trying to get an appointment with a wound care doctor and would either see them or the doctor who gave him the orthovisc injections. The pt agreed to a f/u call from mitek complaints in two weeks to see how he was doing. Updated: contacted the pt in an effort to obtain more info about the event. Pt stated he did return to a wound care specialist at (B)(6). They removed a portion of the scar, put ointment on his knee and wrapped it. A sample of the scar tissue was sent for testing. The facility did not state what they believe caused the scar but that it was treatable and superficial. No medication was prescribed. He was told to take otc ibuprofen for the pain. He is to return to the wound care specialist on (B)(6).